Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). Additional information was added to b5, d4: lot #, h6, and h11: b5: during follow up, it was clarified that the transfer set disconnected from the plastic adapter. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had disconnected. This was identified when the patient woke up from a nap. The patient had checked the transfer set for tightness before connecting and disconnecting. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.